Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and high pacing threshold just three days after implant. The lead was repositioned. Additional information received indicated that the above findings were due to microdislodgement. This rv lead remains in service. No additional adverse patient effects were reported.